Manufacturer narrative:
Unit passed rewind test and displacement test. Unit failed to vibrate during self test due to vibrator motor connector broken red wire.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a vibration anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that there was absence of vibrate. Settings were correct. It happened during normal use. The customer changed battery, but anomaly persist. No vibration during self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.